Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 59-60 mg/dl resulting in a visit to the emergency room (ER). The customer consumed 100 grams of glucose multiple times to address the event. Reportedly, the cause of the low bg was due to staying connected to the infusion set site while performing the fill tubing sequence; the customer acknowledged the event was due to user error. No issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of the event. The treatment received resolved the issue and the customer did not experience any permanent damage.

Manufacturer narrative:
Tandem¿s t:slim pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.